Event description:
On (B)(6) 2012, while troubleshooting the pump for recurrent loss of prime, customer support discovered a discrepancy in the pump's history. Per customer support there was discrepancy between when the pump displayed a basal history of zero and when the pump gave an empty cartridge alarm. The alleged product issue remained unresolved at the time of troubleshooting. There was no patient impact associated with this complaint.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up # 1 date of submission (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump's history showed that the last basal delivery was on (B)(6) 2012 and deliveries were not resumed after this time. Black box shows an unacknowledged empty cartridge warning for three days. No deliveries were performed from (B)(6) 2012 at 5:47pm, another unacknowledged replace cartridge warning for five hours is observed on (B)(6) 2012. The total daily dose was observed to be slightly below target on that date. The total daily dose adds up correctly otherwise. During testing, the pump powered on normally and ran for 24 hours with no alarms or warnings. Periodic boluses of normal, ez carb, ez bg, and combo were executed and delivered in the correct time and order. An empty cartridge warning was simulated and the pump alarmed visibly and audibly. The pump passed a 29 hour flow accuracy. The pump was opened and no defects were found to the force sensor circuit or power circuit.